Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "the essure coil was cut during the excision of the tube.the remaining portion of the essure coil was removed in two steps.". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced migraine ("migraine"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"), progesterone decreased ("hormonal changes describe: low progesterone") and blood testosterone decreased ("low testosterone levels") and experienced bacterial vaginosis ("bacterial vaginosis") and vision blurred ("blurred vision"). In (B)(6) 2014, the patient experienced insomnia ("ychological or psychiatric problems condition: sleeplessness"), depression ("depression"), anxiety ("anxiety") and feeling abnormal ("foggy brain"). In (B)(6) 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problem"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), visual impairment ("vision problem"), bronchial disorder ("bronchial issues"), dyspepsia ("heartburn"), pain in extremity ("feet pain"), arthralgia ("joints pain") and neck pain ("neck pain") and was found to have neoplasm ("tumors"). The patient was treated with surgery ((B)(6) 2018 (bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, female sexual dysfunction, back pain, insomnia, vaginal infection, tooth disorder, progesterone decreased, blood testosterone decreased, dyspepsia, bacterial vaginosis, depression, anxiety, feeling abnormal and vision blurred outcome was unknown, the dyspareunia, bladder disorder, urinary tract disorder, gastrointestinal disorder, alopecia, migraine, headache, neoplasm, weight increased, bronchial disorder, pain in extremity, arthralgia and neck pain had resolved and the fatigue, nausea and visual impairment was resolving. The reporter considered alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, blood testosterone decreased, bronchial disorder, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, headache, insomnia, migraine, nausea, neck pain, neoplasm, pain in extremity, pelvic pain, progesterone decreased, tooth disorder, urinary tract disorder, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: the remaining portion of the essure coil was removed in two steps. The inner portion "sping" portion of the of the essure device was grasped and removed in total and pulled out the trochar. The external coils were then grasped and removed carefully. A similar series of steps was performed on the right side to excise that fallopian tube. The essure device was again removed in two steps with the inner portion being removed followed by the external coil. Both pieces were removed through the ports. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "the essure coil was cut during the excision of the tube. The remaining portion of the essure coil was removed in two steps." On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced migraine ("migraine"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"), progesterone decreased ("hormonal changes describe: low progesterone") and blood testosterone decreased ("low testosterone levels") and experienced bacterial vaginosis ("bacterial vaginosis") and vision blurred ("blurred vision"). In (B)(6) 2014, the patient experienced insomnia ("ychological or psychiatric problems condition: sleeplessness"), depression ("depression"), anxiety ("anxiety") and feeling abnormal ("foggy brain"). In (B)(6) 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problem"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), visual impairment ("vision problem"), bronchial disorder ("bronchial issues"), dyspepsia ("heartburn"), pain in extremity ("feet pain"), arthralgia ("joints pain") and neck pain ("neck pain") and was found to have neoplasm ("tumors"). The patient was treated with surgery ((B)(6) 2018 (bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, female sexual dysfunction, back pain, insomnia, vaginal infection, tooth disorder, progesterone decreased, blood testosterone decreased, dyspepsia, bacterial vaginosis, depression, anxiety, feeling abnormal and vision blurred outcome was unknown, the dyspareunia, bladder disorder, urinary tract disorder, gastrointestinal disorder, alopecia, migraine, headache, neoplasm, weight increased, bronchial disorder, pain in extremity, arthralgia and neck pain had resolved and the fatigue, nausea and visual impairment was resolving. The reporter considered alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, blood testosterone decreased, bronchial disorder, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, headache, insomnia, migraine, nausea, neck pain, neoplasm, pain in extremity, pelvic pain, progesterone decreased, tooth disorder, urinary tract disorder, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: the remaining portion of the essure coil was removed in two steps. The inner portion "sping" portion of the of the essure device was grasped and removed in total and pulled out the trochar. The external coils were then grasped and removed carefully. A similar series of steps was performed on the right side to excise that fallopian tube. The essure device was again removed in two steps with the inner portion being removed followed by the external coil. Both pieces were removed through the ports. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Lot number added.event injury nos replaced with events chronic pain, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), apareunia, back pain, vaginal infection, bladder disorder, urinary problem, fatigue, gi conditions, hair loss, dental problems., hormonal changes, migraine, headaches, nausea, tumors, vision problems, weight gain, bronchial issues, hormonal changes describe: low progesterone, low testosterone levels, heartburn, bacterial vaginosis, ychological or psychiatric problems condition: sleeplessness, depression, anxiety, foggy brain, blurred vision, feet pain, joints pain, neck pain added. Fu 2 and fu 3 process together on (B)(6) 2019: fu 2 and fu 3 process together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.